Event description:
It was reported that a beta bionics ilet user's screen shattered, but he isn't sure how it happened. The user is unable announce meals or input any information. There was no patient harm reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.